Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel this report 2249723-2026-0001890 in your database.

Event description:
N/a.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings,conclusion),h11. It was reported by the customer through the emergency support program (esp) that the cardiosave intra-aortic balloon pump (iabp) malfunctioned. No harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer called for assistance with the power cord. The customer stated she was trying to lengthen the power cord, but the retractable function was not working and, in the process, she released the rescue latch under the pump. The cardiosave was using the batteries, and she needed assistance resolving the issue. Personnel walked her through reengaging the pump into the hospital cart. It was unable to resolve the retractable power cord issue and the customer was told to label the pump with the issue for servicing when no longer in use. The customer was appreciative of the support and denied any additional needs.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) medical center. Due to characterization limit e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by nurse to the emergency support program that cardiosave intra aortic balloon pump power cord that would not retract while attempting to extend it. No patient harm or injury was reported. During troubleshooting, the rescue latch under the pump was released, causing the device to operate on battery power. The fse was guided to reengage the pump into the hospital cart, restoring proper placement. The retractable power cord issue could not be resolved during the call. The fse was instructed to label the device for service when no longer in use.